Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than expected anomaly and time/clock anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple anomalies. The customer¿s blood glucose level was unknown. It was stated that the time and date rest when changing out batteries, button errors, batteries only lasting 3 weeks. The troubleshooting was not mentioned. The product will not be returned for analysis.